Manufacturer narrative:
Concomitant medical product: d314drg ICD implant date: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and there was evidence of intermittent double counting of the qrs. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.